Manufacturer narrative:
Supplemental report 01 - MDR 1863725 - MDR 3003442380-2024-02394. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. No further information available.